Event description:
A few days after initial surgery, the patient felt pain. The patient comes back for re-examination. X-rays were taken of the patient. The x-rays showed that the blockers were not in the right position. Revision surgery was performed to correct problem. New blockers were used to complete revision surgery.